Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following an alert delivered by the device for a non-sustained ventricular tachycardia episode. Technical support was contacted, and advised that the episode was noise on the right ventricular (rv) lead, which was sometimes intermittently oversensed resulting in pacing inhibition. There was also low pacing lead impedance noted on the rv lead. Reprogramming was recommended to avoid the oversensing, however no intervention has taken place at this time. The patient was stable with no consequences and will continue to be monitored. Related manufacturer report number: 2938836-2018-03353.